Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. The (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pt. Had follow up labs and echo performed on (B)(6) 2014 which showed lvad thrombosis

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Evaluation of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing cup within the distal side of the inlet stator. Its laminated structure and areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Further examination of the pump¿s blood-contacting surfaces also revealed a small deposition in the proximal side of the outlet stator, adjacent to the bearing ball. The non-laminated structure of this deposition indicates that it did not form within the outlet stator. Furthermore, this deposition lacked denaturation and was not adhered to any of the device¿s surfaces. However, there were contact marks at the distal end of the rotor to suggest that a larger deposition may have been present at an unknown point in time while the pump was supporting the patient. Although a root cause for the formation of the observed depositions could not conclusively be determined, they could have contributed to the report of elevated lactate dehydrogenase. Upon removal of the observed formations, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 as ldh was 1200 and inr was 2.4. A ramp study was performed the following day and was "ok", but the patient was bridged with heparin. The patient's ldh decreased and the patient was discharged to home. On (B)(6) 2014, the patient's ldh increased to 1400. Inr was 2.9 so the patient was readmitted into the hospital. The patient had no signs of heart failure, and no "coke" colored urine. A decision was made to exchange the patient's pump and his pump was exchanged on (B)(6) 2014. The patient remains ongoing on the new lvad.